Event description:
It was reported that, at a battery replacement procedure, high impedances were seen. All electrode pairs incorporating electrode 7 showed >3600 ohms. The procedure was completed and the patient outcome was reported as "no injury." Reference MFR. Report #3004209178-2012-01855 for high impedances seen on the same electrode with the patient's previous battery.

Event description:
Additional information was received. Patient was not getting therapy as high in their neck as they once were. The impedances in the top (#4) electrode were measured >3600 ohms. The top and bottom electrodes were both >3600 ohms and could not be used. This lead was a subcutaneous lead. The hcp performed a lead revision, implanting a new lead. He was not able to fully remove the previous lead, so he cut and removed part of it. The patient recovered without sequela and was doing well.

Event description:
Additional information received reported the patient was not getting adequate therapy. During the previously reported battery replacement, it was reported electrodes #3 and #4 were malfunctioning in addition to #7. It was suspected that #3 and #4 were shorting out possibly at the bifurcated extension. After the old generator was explanted, the bifurcated extension eight-electrode end was plugged into the 0-7 opening in the new generator. Impedance testing showed that #3 and #4 electrodes were functioning properly. A second impedance test was done once the generator was placed in the pocket. The second impedance test showed #3 and #4 were still functioning. The patient was not getting adequate therapy at the time of the report and the physician wanted to perform a lead revision.

Manufacturer narrative:
Product ID, 8590-9 lot# n282941 serial#, implanted: 2011 (B)(6), explanted: product typ accessory product ID, 8590-9 lot# n282941 serial#, implanted: 2011 (B)(6), explanted: product typ accessory product ID, 3888-56 lot# v575374 serial#, implanted: explanted: product typ lead product ID, 3888-56 lot# v575374 serial#, implanted: explanted: product typ lead product ID, 3778-75 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ lead product ID, 3778-75 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ lead product ID, 37743 lot# serial# (B)(4), implanted: explanted: product typ programmer, patient product ID, 37701 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ implantable neurostimulator product ID, 37701 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product typ implantable neurostimulator product ID, 3708220 lot# serial# (B)(4), implanted: explanted: product typ extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of lead, model # 3888, found the lead distal end to be broken. Functional test found circuit #0-2 continuity acceptable, circuit #3 open, no shorts.